Event description:
The catheter was being utilized and upon the deflation of the balloon, an attempt was made to remove the device from the patient. The catheter shaft broke, leaving the separated segment in the patient's bronchus. The section was retrieved using a snare. The pt sustained no adverse effect from this event.